Event description:
Reporter alleged the customer received a result of 55 mg/dl on the aviva system compared back to back with a result of 585 mg/dl on the hospital system when testing was performed within 10 minutes. Reporter stated that she took the customer to the hospital because she had slurred speech, dry mouth, was weak and lethargic. Reporter stated that the customer was put on IV fluids and insulin. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.